Event description:
A customer reported to baxter product surveillance of one (1) clearlink continu-flo with 2 port manifold in which there was no male luer on the tubing; this was discovered before-use. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An actual unit was received for an evaluation. During visual inspection it was observed that a two piece luer lock was missing. The tubing dimension was measured and results in the spec tolerance range. The cause of this reported condition was not identified.